Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4. One clip was successfully implanted, reducing tr to a grade of 1-2. After the procedure, it was noted that the triclip steerable guide catheter (tsgc) was difficult to remove from the stabilizer. The device was removed over a wire while on the stabilizer. Once outside the patient, the tsgc was able to be removed with difficulties. There were no adverse patient effects or clinically significant delays reported.